Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4).. The device has been investigated in our service laboratory department at b.braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (46-03-016) on the lower housing were intact. The device was slightly dirty and a damage on the operating unit was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. A space line was inserted and an infusion was started with a rate of 2,02 ml/h and a volume of 80ml. A few minutes later the device was put into stand by for one hour. The infusion was continued and during the infusion, the rate was changed several times. No other abnormalities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,82%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 2.6 the device was disassembled, and the inside was investigated. Additional to the damage operating unit no other damages were found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The damage parts are damaged by an impact damage note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in sweden: "underinfusion". According to the customer: "braun infusion pump with norepinephrine dilution 80m, in programs has passed continuously during the day. When changing shifts, the pump alerts that vssi is almost final. However, a large amount of liquid remains in the infusion bottle. The day nurse is sure that vssi is set with 92 ml and then the infusion should have already ended the speed the pump has passed. Unclear what happened? Patient is circulatory unstable with a very fluctuating map, up and down even at the same infusion rate. New infusion is mixed with a new infusion set and connected in a new pump. Changes the infusion to a patient who after the change is stabilized circulatory and significantly less fluctuating map. The patient is well and has not been injured."